Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection. An echocardiogram revealed endocarditis on the right ventricular lead. The physician denied that the infection was device related. The system was explanted and the patient was stable throughout.